Event description:
Event description cpi received information that the physician was unable to interrogate or elicit magnet tones from this implantable cardioverter defibrillator (ICD). It was also reported that there was a high pitch 'whine' heard from the device. The physician performed an invasive procedure and explanted the ICD.